Manufacturer narrative:
Plate purposely cut and partially removed on (B)(6) 2013. Without a lot number the device history records review could not be completed. The device was returned and the investigation is ongoing. This device used for treatment and not diagnosis.

Event description:
The sales consultant reported a hardware removal of a 1.5 mm locking compression extended h plate secondary to irritation. The sc provided clarification regarding the complaint event: the plate was removed because the distal aspect was causing irritation. It was not broken. When the surgeon could not remove the proximal screws, rather than do damage to the bone trying to remove them, she cut the plate and left the proximal portion of the plate and two proximal screws in the patient. This report is on one half of the 1.5 mm locking compression extended h plate. This is 1 of 3 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). It is determined that the plate and screws are suitable for their intended use and the complaint is invalid from a design perspective.

Manufacturer narrative:
Device used for treatment not diagnosis. A manufacturing evaluation was conducted. Due to the severe damage to the plate, not all features could be accurately measured. Those features that could be measured were within specification. However, since all measurements could not be confirmed, this complaint is indeterminate.